Manufacturer narrative:
(B)(4). The device was returned for evaluation and visually and functionally tested pursuant to qrf-0271.f. Though the clip was deployed, it was noted that one of the suture attachments had more slack in it than normal which indicates that it may have been tied around the pull bar of the device. A formal investigation has been opened by engineering to track and analyze this failure mode. The investigation resulted in retraining of manufacturing personnel on the clip tying process step.

Event description:
During a concomitant af epicardial and left atrial appendage procedure, an atriclip pro1 was placed correctly on the laa. When the doctor went to remove the applier, the clip slid along the appendage. The surgeon observed bleeding from an unknown source. The case was converted to a sternotomy and the surgeon found the source of the bleed, it was at the base of the appendage. The surgeon surgically corrected the issue and despite the sternotomy, the patient was doing fine and in sinus rhythm.